Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling at the ok button. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts, the ok button was inverted, and the ok and down buttons contacts were misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that down arrow and ok button were intermittently responding to button presses. The patient reported that up arrow and back light buttons still work well. Patient reportedly wears the pump inside of clothes against the body and does not clean the pump.